Event description:
Pt was receiving oxygen via a cannula at 2 liters per min to abate angina. Approx 1 day after the home care dealer set the unit up in the home, the wife and daughter went to the pt's room and found the concentrator switch to be turned off. (It is unclear who turned the rocker power switch off-likely either the pt himself or the wife. Who has alzhiemer's syndrome). The machine was switched back on and functioned properly. Shortly after that the pt passed away.